Manufacturer narrative:
This report is submitted on july 24, 2023.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the surgical site (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.